Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she believes that sensor had broken inside her skin upon sensor removal. Pt states that the insertion area is red, sore and bumpy however pt does not see nor feel the sensor in her skin. At the time of her call to dexcom technical support, pt reported that she was doing fine.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.